Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the insturment and found the tip clamp in the problem area damaged. The tip clamp and corresponding liquid level detection (lld) contact spring were replaced. The instrument was inpsected, tested without further problem, and returned to service.